Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found the procell syringe was heavily contaminated with floating precipitates and the syringe head was completely covered with contamination. The system was cleaned and the instrument check results were good. The fse cleaned the procell pathway. Abnormal sample aspiration messages were observed on the alarm trace data suggesting pipetting issues. The reagent kit was requested for investigation.

Event description:
The initial reporter complained of discrepant high results for 3 patients tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. Patient 1 initial result was 0.476 ng/ml. The repeat result was 0.0658 ng/ml. A new sample was obtained and the result was 0.0603 ng/ml. The original sample was repeated on a different e 801 module with a result of 0.0669 ng/ml. Patient 2 (male, (B)(6) years) initial result was 0.422 ng/ml. The repeat result was 0.0172 ng/ml. A new sample was obtained and the result was 0.0169 ng/ml. The original sample was repeated on a different e 801 module with a result of 0.0167 ng/ml. The initial results were reported outside of the laboratory. The repeat results and the results from the new samples corresponded to the clinical picture for each patient. On (B)(6) 2019 patient 3 (male, born in (B)(6)) had typical signs of angina pectoris and he went to the emergency room. This patient has coronary heart disease and has had previous bypasses and stents. The patient was initially tested with a result of < 0.01 ng/ml at 10:41 a.m. A new sample was obtained at 12:14 p.m. And the result was 0.670 ng/ml. A 3rd sample was obtained at 5:34 p.m. And the result was < 0.01 ng/ml. On (B)(6) 2019 the 2nd sample that was obtained at 12:14 p.m. Was repeated and the result was 0.00300 ng/ml. On (B)(6) 2019, the 2nd sample obtained at 12:14 p.m. (Initial value 0.670 ng/ml) was repeated again and the result confirmed the result of < 0.01 ng/ml. The e801 module serial number was (B)(4).

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .